Manufacturer narrative:
Evaluation result: zoom drive motor.

Event description:
It was reported by service report that the zoom is functioning intermittently. No patient involvement or adverse consequences are reported.